Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and when the pentaray nav catheter was removed from the body during troubleshooting, and after advancing it back into the body, it was not flushing correctly. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since no flow was observed. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stuck at the tip area. The tip was dissected and the irrigation tube was inspected, and the irrigation tube was found folded into a "z" shape in the transition between the tip to the sheath. This failure mode was identified as manufacturing related. An internal action was created to further investigate this failure mode. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The root cause of the folded irrigation tubing is traced to the manufacturing process. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and when the pentaray nav catheter was removed from the body during troubleshooting, and after advancing it back into the body, it was not flushing correctly. The catheter was replaced and the issue resolved. The reporter noted that it was a brand-new catheter. The procedure continued with no further issues. No adverse patient consequence was reported. Additional information indicated that initially, while using the pentaray, there were no issues. Then, the physician removed the pentaray after first map. When the physician wanted to re-map again, with the same pentaray, it was noted that there was no flow through pentaray. A ngen pump was used and there were no errors noted. The physician noticed no flow through pentaray, although they were trying to flush. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. They tried to resolve the issue, and the tubing was checked and reseated. When the catheter was replaced, the issue was resolved.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).